Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose readings and made a correction bolus. Customer received a motor error and a no delivery alarm. It was noted that the customer's blood glucose readings were 56 mg/dl prior to the dinner and the tubing looked as though it was chewed on. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 500 mg/dl. No further information reported.